Event description:
It was reported that the rigid endoscope sheath's tip was broken at the beginning of a cystoscopy. The physician was able to retrieve the tip from the patient with no injury; fluoroscopy was then performed, which verified there was nothing left inside of the patient. The procedure was completed with a similar device without any patient harm or procedural delay.

Manufacturer narrative:
This report was submitted by the importer under the importer's report number 2429304-2024-00107. Subject device was not returned to olympus for evaluation. The user facility was contacted to obtain additional information and to check the status of the subject device. The investigation is on going, and this report will be supplemented when new and relevant information becomes available later.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 1 year, since the subject device was manufactured. Based on the results of the investigation, it was determined, that the damage of the insulation material of the sheath was caused by improper handling, application of excessive force, mechanical impact like fall, shock or similar stress and/or thermal mechanical overload. It is likely, that the insulation tip's damage was caused, by a mechanical thermal influence. The event can be detected/prevented, by following the instructions for use (IFU), which state: ¿4: before use warning- infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel¿. ¿4.1: inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g cracks, fractures)¿. ¿warning - risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged¿. ¿damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center¿. Olympus will continue to monitor field performance for this device.